Event description:
A valiant navion stent graft was implanted for the endovascular treatment of a thoracic aortic dissection as part of a dissect-n stu dy..  It was reported approximately 14 months post the index procedure the patient required prolonged intubation. The physician performed a tracheostomy and the event was resolved.  The site assessed the prolonged intubation as not related to the device procedure or dissection. The sponsor assessed the prolonged intubation as being related to the device but not related to the procedure or dissection. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.